Manufacturer narrative:
Product event summary: the battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery case was completely open at the sealing of the housing. The damage that was observed did not affect the functionality of the device. As a result, the reported event was confirmed. It was reported by the site that the battery fell from the table to the floor, causing the cover to break. Based on the available information, the most likely root cause of the reported event can be attributed to the reported falling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery fell from the table to the floor and the battery cover "broke". The battery was discarded by the customer. No patient complications have been reported as a result of this event.